Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, infection and capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with 250cc mentor memorygel breast implants and experienced bilateral capsular contracture and several unexplained systemic symptoms postoperatively, including lymphadenopathy, fever, lack of energy, lack of appetite, headaches, shortness of breath, rash on both breasts and drug induced lupus. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral device removal on (B)(6) 2019. After explantation, the patient had a mammography & ultrasound performed which confirmed a fat necrosis and a cyst on left side, which the doctor had to drain twice. A biopsy was performed and results came back as benign, but the patient developed bilateral infection and was treated with antibiotics for 10 days. The infection on the right side was caused by a stitch left from surgery. This report is for the patient's right-sided device.